Event description:
The customer reported that the suction channel of the subject device was defective, and the device did not pass the hygienic examination. The reported issues were identified during reprocessing of the device. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. Additional information has been requested regarding the reported event, including details regarding the customer's cleaning, disinfection, and sterilization processes, and the results of the hygiene microbiological testing. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device is expected to be returned to an olympus service center for further evaluation and testing. Once the investigation has been completed, a supplemental report will be submitted with the device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information.

Event description:
The customer did not provide additional information that was requested regarding the reported event or cleaning, disinfection, and sterilization processes.

Manufacturer narrative:
Correction to d9, the subject device was not returned. This report is being supplemented to provide additional information based on the additional information received from the user and the legal manufacturer's final investigation. Multiple attempts were made to obtain the customers culture results, the device cleaning, disinfection and sterilization (cds) information, and the device for further microbiological testing and device evaluation however, they were unsuccessful. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the device was not returned, the reported event was not confirmed. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The following were result of the culture test, performed at the third-party labs, provided by olympus: sampling date: (B)(6) 2023. Sampling from: distal end. Cfu: no growth. Bacterial identification: n/a. Sampling from: biopsy channel (ch)/suction ch. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: air/water ch. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: auxiliary water ch. Cfu: 0cfu. Bacterial identification: n/a.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: air/water cylinder has discoloration; suction cylinder has discoloration; indication on grip is peeled; distal end cap cover has discoloration; adhesive on bending section rubber has wear; low angle; channel tube has a scratch however, these defects alone are not considered severe enough to cause a potential adverse event. Growth of microorganisms were reported through culture testing by the user after reprocessing however, the user culture results were not shared and therefore, the reported event could not be confirmed. When olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation with no organisms detected. Olympus will continue to monitor field performance for this device.